Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated patient sustained a fall 2 days prior that resulted in the femoral fracture. Upon exposure of the fracture, a long spiral fracture that resulted in 3 large fragments was observed: the greater trochanter, the lateral cortex, and the medial calcar fragment and shaft. After patient's fall, the patient was seen by cardiology for a non-st-elevation myocardial infarction. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It is unknown if non st elevation myocardial infarction caused or contributed to the fall, therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00784802401, modular neck, lot # 60719820, item # 00877504002, bioloxâ® delta femoral head, lot # 2518647, item # 00875101240, liner neutral , lot # 61345352, item # 00875705601, shell with cluster holes, lot # 61430669. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2019-00256, 0001822565-2019-00257.

Event description:
It was reported that a patient was revised due to periprosthetic fracture approximately 8years post implantation. Patient experienced a periprosthetic fracture resulting from a fall of unknown origin. Operative notes indicated long spiral fracture that caused 3 large fragments; greater trochanter, lateral cortex, and medical calcar fragment with shaft being lone intact fragment. Attempts have been made, and no further information has been provided.